Event description:
A remstar pro c-flex + device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the service center visually inspected the device and found evidence of foam particles inside the assembly. In addition, there was an error code 65 present (err_stuck_encoder_a) which causes the system to generate a continue-level error. The rotary encoder channel "a" is detected to be in a stuck position. Further rotation inputs from that key will be ignored until this state has become cleared. Contamination from tobacco and dust/dirt was also found inside the device. The customer requested the device to be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.